Manufacturer narrative:
Additional information/correction: b5, h10. B5: the separation event was further described as "tubing became disconnected below port". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 11/27/2025 and 11/28/2025. H11: the device was received for evaluation. A visual inspection of the returned sample showed a separation between the tubing and the y site clearlink. The reported condition was verified. The cause of the condition was determined to be a lack of solvent on the tubing, resulting in improper manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart and "disconnected right below the pump". The issue occurred during patient infusion with normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.